Manufacturer narrative:
The device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products; 0125, implantable tachy lead, (B)(6) 1998; a 4471, implantable pacing lead, (B)(6) 2003; a 4196-88, implantable pacing lead, (B)(6) 2006. (B)(4).

Event description:
It was reported the device lasted less than expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.